Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticm5_ 12.6, -9.50/1.50/093 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced for a longer length lens within the same surgery due to low vault. It was reported that the replacement lens resolved the problem, all is fine.